Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported the drive support cap was sticking out.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. Customer stated drive support cap appears normal. Customer stated they delivering bolus and tried to prime. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.